Manufacturer narrative:
The device was returned to olympus for inspection. While a root cause could not be established, it is likely the user did not use the device in accordance with the instructions for use (IFU). The issue is detectable and preventable by handling the device in accordance with the following IFU. The IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subjected device exhibited nozzle had foreign objects. There was no patient involvement.